Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the pump was programmed in the pca only mode, to deliver morphine 1mg/ml, with a 1mg pca dose, a 6 minute patient lockout, and a 30mg 4 hour limit. It was unspecified if the keypad was locked; however, the device was placed in a lockbox. After an unspecified length of time, the nurse noted the patient had "depressed respirations." The patient was treated with "more than one dose of narcan before responding", and was transferred to the intensive care unit. The device was removed from clinical service. There was no reported adverse patient sequelae. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.